Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The customer changed his reservoir and his unomedical insulin infusion set and his blood glucose level dropped to 264 mg/dl. The customer declined standard troubleshooting. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).